Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00626. It was reported that balloon rupture occurred. The target lesion was located in the tibial vessel. Two 2mm x 40mm x 145cm coyote¿ es balloon catheters were advanced for dilation; however, the balloons ruptured. The devices were completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.